Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted using a starclose se, via a 6 fr sheath, after a diagnostic procedure. Reportedly, the starclose se clip was deployed; however, when the device was removed from the anatomy hemostasis was not achieved and it was noted that the sheath had not split all the way. The physician thought the clip was possibly caught at the distal end of the device. Hemostasis was achieved using manual arterial compression. There were no reported adverse patient sequelae. The physician is reported to be trained in the use of the starclose se device. No clinically significant delay in the procedure was reported. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: evaluation of the returned device found the device was fully clip deployed with blood present in the device. The clip was returned captured in the distal end of the exchange sheath. These findings are consistent with and confirm the reported experience of how the clip was thought to be possibly caught at the distal end of the device. Reportedly, when the device was pulled from the anatomy, hemostasis was not achieved and the sheath was found not split all the way. However, the exchange sheath was found to be completely slit. This was confirmed by examining the distal end of the sheath under a microscope. The sheath had also been stretched beyond the distal end of the tubeset during thumb advancement capturing the clip during deployment. The bulbous shape of the distal tip of the sheath and the clip tine tears indicate it was stretched beyond the distal end of the exchange sheath during thumb advancement. The exchange sheath had recoiled within specifications when received. A possible cause for the exchange sheath stretching is a tight tissue tract. Instead of the tubeset sliding easily within the sheath, tissue compression forces may cause the sheath to drag along with the tubeset as it is distally advanced. Subsequently, the sheath elongates, which can cause interference with clip deployment. It should be noted that the starclose se instructions for use states: it is necessary to create a 5-7 mm skin incision at the sheath site to accommodate the insertion of the clip delivery tube into the tissue tract. This should be done at the beginning of the procedure prior to the administration of anticoagulants and antiplatelet agents, if possible. Consider blunt dissection by single spread with a surgical instrument in the skin incision. The analysis also noted that all four of the vessel locator wings were bent. During clip deployment the vessel locators are designed to automatically collapse so as not to interfere with the clip deployment. The bent locators of this device indicate compaction of subcutaneous tissue between the distal end of the tubeset and the locator wings during thumb advancer deployment. This creates distal forces resulting in bending of the locator wings and preventing them from collapsing fully into the tubeset at clip deployment and subsequently interfering with clip deployment. Based on the investigation findings, the stretched sheath capturing the clip and the bent vessel locators interfering with clip deployment appears to be related to the operational context during use and not a product quality deficiency. Review of the device history record for this lot did not produce any findings relevant to this report. A query of the complaint-handling database was performed and there were no indication of a lot specific deficiency. To assure all devices perform according to specification, during manufacturing each device is inspected and a quality control audit inspection is performed to verify product quality.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Patient weight is estimated (patient reported to approximately (B)(6)). The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.